Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unknown thyroid surgical procedure on an unknown date and suture was used. Approximately 24 hours following the procedure, the patient returned for care and treatment with a superficial infection. Additional information has been requested.

Manufacturer narrative:
During the procedure, the suture was placed using simple continuous subcuticular closure with buried knots at either end and closed with an outer steri-strip. Following the procedure, the patient developed infected post-op neck superficial hematoma and approximately 5 cc of pus from the subplatymsmal space was evacuated when hematoma was drained. It was also reported that ¿the deep compartment nearly completely healed and scarred closed with its base obliterated¿. Minimal clear seroma was evacuated from midline only. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.